Manufacturer narrative:
One nt 1100 neurotherm rf generator was received for evaluation. No visual anomalies were detected. When the generator was powered on, it failed to initialize and the screen remained black on boot up which confirmed the field reported event. The voltage of the cmos (complementary metal-oxide semiconductor) battery was tested with a fluke scopemeter and found to be depleted. Replacing the upper assembly resolved the issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the cause for the reported event was due to a depleted upper assembly microprocessor cmos battery.

Event description:
During a procedure, when the generator was powered on the screen display was blank. The generator was power cycled but the issue remained. The patient was prepped and sedated for the procedure when the case was cancelled. There were no adverse consequences to the patient.